Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had painful stimulation and uncomfortable stimulation. The patient stated she increased the amplitude and like down in her vagina area it was just pulsating/hurting so she turned it down and she was currently at 3.1, she thought. The patient stated when she laid down in bed stimulation got stronger and borderline hurting. The patient noted on (B)(6) she decreased from 3.3 to 3.1 v. The patient noted she was also going to the bathroom a lot and had a urinary tract infection (uti). The patient stated they were taking two kinds of antibiotics. The patient confirmed the status of the ins with the patient programmer. It was noted therapy was on. The patient stated there was no trauma or fal ls reported that were related to the issue. The patient communicated with the patient programmer and confirmed the stimulation was on and was at 3.2 v. The patient decreased to 2.8 v and stated she did not feel stimulation. It was review that increasing amplitude may not always be needed if diary indicated symptom control. The patient noted they received a text from the healthcare professional (hcp) office to come in for an appointment. The patient noted they began going to the bathroom a lot about 3 weeks prior to the call, they had a uti about 2 weeks ago, and had pulsating, hurting, and strong stimulation on probably (B)(6). There were no further complications that have been reported as a result of this event.